Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, after the patient was under anesthesia, a non-recoverable fault 319 occurred on the patient side manipulator (psm) 1. The customer performed hard power cycle of the system, but the same issue persisted. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The customer identified the issue after ports placement. There were no intra-operative or post-operative complications identified. It was unknown if the conversion resulted in increasing port size incision or adding additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side manipulator (psm) involved with this complaint to perform failure analysis. The reported failure was confirmed but not replicated. This unit was installed into the test system and started up in normal mode without triggering any errors. A couple 319 communication errors were seen in the logs. The psm passed all standard triage testing and had functioned as expected. Inspection of all visible connections on the psm showed no signs of any abnormalities.

Event description:
Refer to h10/h11 for follow-up information.